Event description:
During the supraventricular tachycardia procedure, the catheter was inserted through an introducer and treatment was started. The surgeon removed the catheter for shaping and a crack at the tip of the catheter was observed. The catheter was replaced and the procedure was completed with no adverse consequences to the patient. The catheter had been properly removed from the packaging and the bending function had been normal.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One uni-directional, curve d, tacticath sensor enabled contact force ablation catheter was received for evaluation. The catheter shaft material was noted to be fractured 3.0¿ proximal to the distal catheter tip. The internal components were exposed; however, not protruding from the fracture. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the shaft fracture remains unknown.